Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0uu4n, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had painful uncomfortable stimulation/overstimulation. It was confirmed that the ins (stimulator) therapy was on. The issue of painful/uncomfortable stimulation was occurring before the fall but has potentially been worse afterward. The issue was related to positional movements. Sometimes when she sits, the stimulation was uncomfortable, but also when she has to use the bathroom. Location of symptoms reported was noted as internally where stimulation was being targeted. Patient reported it had occurred since implant. Patient states she takes medication for her bowels. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reports the steps taken to resolve the painful stimulation sensation were the patient's daughter came and lowered the stimulation for her. Now the patient can set up, it still hurts but not quite as bad as before. The patient haven't called their doctor. It was hard for the patient to lay on her right side with her legs straight out. The patient bend then put a pillow under her knees and it relieve the pain. She feels like it pulling in her bladder. It was noted that it doesn't hurt where they put it in. They help her wetting on herself. She think it hurts in the bladder. The patient noted if she turns it any lower, it doesn't help her as good. She noted that she saved a lot on the depends and feel very blessed to get the help.